Event description:
Customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) and chlorine (cl) results were obtained on their unicel dxc 800 instrument soon after the ise (ion-selective electrode) system had been decontaminated by beckman coulter's fse (field service engineer). Following the decontamination procedure, the ise system was calibrated and the qc (quality control) results were within the lab's established ranges. The customer recalibrated the instrument and performed qc runs before repeating analysis of the patient samples, and higher na and cl results were obtained. Multiple amended results were reported out of the laboratory. Customer indicated that this is the second incident of this nature that has occurred, where after the fse has performed the ise decontamination, erroneously low na and cl results were obtained. Patient data was provided for two patients only and for one incident. While there is no report of any adverse event or serious injury related to this event, it is unknown whether there was any modification to patient treatment.

Manufacturer narrative:
The beckman coulter hotline technical support discussed with the customer how to monitor ise results after maintenance procedures are completed. Preanalytical effects were discussed with the customer. However, a clear root cause was not determined. This is the first of three related individual medwatch reports: two involving two patient results provided by the customer as examples of the results obtained, and one for multiple results reported out of the laboratory and to account for a second similar event which the customer indicated had occurred at an earlier time. This medwatch accounts for multiple results reported out of the lab and a second event which the customer indicated had occurred since (B)(6) 2009. The related MDR numbers are as follows: 2050012-2011-01644, 2050012-2011-01740. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 to october 23, 2010 for additional reportable events.